Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was observed that the reported condition of the device would not reverse was not confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device trigger was sticking and was fractured, would not oscillate, would not run, the labelling was illegible and damaged and the device had cosmetic damage. It was further determined that the device failed pretest for marking and labeling, check the cannulation, check for sticky triggers, check function of device and check function of all possible modes with power module and lid. It was noted in the service order that the device reverse function was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was observed that the reported condition of the device would not reverse was not confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device trigger was sticking and was fractured, would not oscillate, would not run, the labelling was illegible and damaged and the device had cosmetic damage. It was further determined that the device failed pretest for marking and labeling, check the cannulation, check for sticky triggers, check function of device and check function of all possible modes with power module and lid. It was noted in the service order that the device reverse function was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.